Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. H6 adverse event problem, corrected data: initial report inadvertently did not code f2203.

Event description:
The patient had chest and neck x-ray images taken and the only thing noted was mild calcification in his neck, it was also noted that the patient usually falls on his left side during seizures. Implant card received noting that the patient underwent a generator replacement due to battery depletion and high impedance. No known surgical intervention has occurred to date with the lead.

Event description:
It was reported that the patient was seen with high impedance, low output and had reported increased seizures. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.